Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/17/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional previously reported a right side seroma and this issue has been resolved. Patient reported right side deflation. Device remains implanted.